Event description:
(B)(4). Same case as: 2134265-2011-05577. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis lesion 1 was located in the distal right coronary artery (rca). The lesion was 95% stenosed, 2.75mm in diameter and 10mm long. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the proximal rca. The lesion was 70% stenosed, 3.75mm in diameter and 6mm long. The lesion was treated with direct stent placement of a 3.50x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced crescendo cardiac angina and restenosis. A 95% diffuse in-stent gap restenosis in the distal rca was treated with balloon angioplasty. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).